Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient (calcification) and/or procedural factors (overinflation) likely contributed to the event. During imagery review, 3mensio revealed calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the valve was deployed with an additional volume of +1cc. While the prescribed nominal inflation volume is provided in the IFU, overinflation can subject the balloon to pressures high enough to cause it to burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the valve was deployed with an additional volume of +1cc. At the end of the deployment, the balloon ruptured, although the valve was fully deployed, and all fluid was contained within the balloon prior to the rupture. The delivery system was easily and successfully removed through the sheath without any complications, and the patient remained stable throughout the procedure.the fcs noted that no instruments were used to remove the balloon cover during the procedure. Initially, no leaks were detected in the delivery system during preparation; however, a balloon rupture was observed at the end of valve deployment and inflation. Blood was seen in the syringe after the balloon ruptured, which was visible during deployment. There were no difficulties with valve alignment, and it was performed in a straight section. No damage was noted to other edwards devices such as the flex shaft, balloon shaft, or sheath. Upon inspection after removal, the area of leakage was identified as a longitudinal tear in the balloon. The perceived root cause of the event was determined to be stj or lvot calcium.

Manufacturer narrative:
A supplemental MDR is being submitted due to file review findings, sections g6, h2, a2 updated/corrected.